Event description:
Customer reportedly received results of 588 mg/dl and 232 mg/dl within 10 minutes on the aviva combo system. Approximately 12 hours later customer received results of 255 mg/dl and 102 mg/dl on the aviva combo system and result of 113 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however test strips have been discarded; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva combo system (lot number 490557, expiration date 03/31/2013). Reference medwatch report with patient identifier (B)(6) for the suspect device used in the aviva nano system.